Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have the conductor wire damaged and peeled off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer identified the damage prior to reprocessing. The instrument was inspected after the completion of the procedure when it was last used, but there was issue found. The wire was not exposed and there was no sign of thermal damage identified. The procedure was completed using the same instrument with no arcing observed. There was no loss of cautery associated with the damaged cable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found with damaged conductor wire insulation at the yaw pulley. Visual inspection found no wires exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The complaint was confirmed by failure analysis.